Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to limited information received from the reporter. No devices, images, or medical records were provided. A review of the device history records was unable to be performed as the part and lot numbers were not provided. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: unknown tibial tray. Unknown femoral component. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04616, 0001822565 - 2020 - 00857.

Event description:
It was reported that approximately 6 months post l tka, the patient's knee had bent backwards, causing a compound fracture of the tibia and fibula with blood loss. Patient reported having a procedure performed to repair the fractures, and now has a clunking and loose feeling in the knee while walking. There is also reported leg length discrepancy and lump below the knee cap. Attempts have been made and no further information has been provided.